Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported there was no exact measurement for the alleged inaccuracy. When the surgeon touched the outside of the vertebral body, the image showed the tip of the instrument out of the other side of the body. The procedure was completed using c-arm live flouro. (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed. The reported issue was replicated by slightly shifting the frame during the system test. The surgeon stated: knows better than to touch the frame.

Event description:
A medtronic representative reported that, while in a spine fusion procedure, the surgeon alleged an inaccuracy, not related to a specific depth. The surgeon opted to complete the procedure without the use of the navigation system. A c-arm live fluoro was used to continue. There was no impact on patient outcome.